Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting the lead into the header of this device high capture threshold measurements and loss of capture. Please refer to for more information regarding the specific circumstances of this event.

Event description:
It was reported that two days following the device implant procedure, the right ventricular (rv) lead exhibited high, variable capture threshold measurements. There was some concern due to the patient's pacemaker dependency. At the one-week follow-up, the device was interrogated and there were multiple instances of loss of capture (loc) accompanied by coughing from the patient. The physician performed threshold testing which also elicited coughing. The patient indicated that since the device change procedure, he had been coughing more and feeling light-headed, which impacted physical activity. Additionally, the device wound pocket was still bleeding, which caused the physician cause for concern regarding a potential infection. The following day, the physician elected to perform a rv revision procedure. A fluoroscopy was performed which confirmed the rv lead was not inserted completely into the device header. The lead was disconnected from the device and tested using a pacemaker system analyzer which still demonstrated high capture threshold measurements. Due to the patient's dependency, the physician elected to surgically cap and abandon the rv lead. A new rv lead was subsequently implanted to resolve the event. At this time, the device remains implanted and in-service. The previous rv lead remains implanted, but capped and out-of-service. The patient was stable with no additional adverse effects.